Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the inserter for the sensor broke. The customer's blood glucose reading was unknown. The sensor will be returned for analysis.